Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose readings, but declined troubleshooting. Customer was advised to check for bubbled in the reservoir and or infusion set and found bubble in the reservoir. Champagne sized air bubbles were found during therapy. Customer was advised that insulin is always adjusted when brought to room temperature which can cause air bubbles. Patient was advised to tap reservoir to clear as many bubbles, patient stated that they did not posses a plunger. Patient confirmed one big air bubble in the reservoir and patient was advised to change sets. Patient stated that they will call back if blood glucose rise to troubleshoot. Customer's blood glucose was 16.3 mmol/l.